Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 588 mg/dl. Reportedly, the customer forgot to deliver a bolus after consuming food. The customer delivered a bolus and resumed pump therapy to address bg.